Event description:
This is a spontaneous report by a nurse from the USA of peritonitis. On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. In (B)(6) 2010, a peritoneal effluent culture was performed which revealed escherichia coli. When the nurse was asked what was the cause of the peritonitis, the nurse stated that a second bacteria appeared (unspecified) and it may be due to an internal source of infection. It was unreported whether treatment was provided. The outcome of the second bacterial infection due to an internal source of infection was not reported. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Reporter indicated that a vns pt was having increased seizures, hearing loss, right eye drooping, and tiredness. The vns was reported to be functioning as intended per the reporter, and medication was adjusted as an intervention for the increased seizures. The cause of the reported events is unk, and the pt will follow up again on (B)(6) 2010 for further evaluation. Further attempts for information and the plan of care are in progress.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number (10a15h25), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.